Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 200 mg/dl to 600 mg/dl. Customer¿s other blood glucose reading were 154 mg/dl and 196 mg/dl. Customer was treated with manual injections. Customer did not allege insulin pump was under delivering. Customer wishes to perform the high pressure test. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.